Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer went swimming and the pump malfunctioned. The customer reverted to an alternate method of insulin therapy. It was reported that the customer experienced an elevated blood glucose (bg) level of 582 mg/dl. Reportedly, the customer parent delivered a manula insulin injection to address their elevated bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."